Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v287835, implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the lead was tested during the battery replacement (due to normal depletion) procedure. The lead did not yield motor response and had impedance on all electrodes. Impedance checked and not resolved with increase of stimulation/pulse width. The lead was removed and replaced. The issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.